Event description:
The customer reported having low blood glucose. The blood glucose reading was 47 mg/dl at the beginning of the call. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer stated that she checked her blood glucose several times and the glucose level were dropping. Advise customer to drink something to bring up her blood glucose while paramedics are called out.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.